Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Customer's reported problem of "accuracy failed" was duplicated. The device was able to perform accuracy testing, although it was over delivering. The most probable cause is a high spec expulsor. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had an accuracy failed. There was no patient involvement, and no harm/adverse event was reported.